Event description:
Boston scientific received information that upon follow up this right ventricular (rv) lead exhibited high pacing thresholds and loss of capture (loc) as a result of dislodgement. A revision procedure was performed wherein the physician checked the lead to determine whether it could be repositioned and it was found that the helix would no longer fully extend. The lead was explanted and replaced without consequence. No additional adverse patient effects were reported. This lead is no longer in service.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, visual inspection of the lead found that the helix mechanism was extended and dried blood was noted on and at the base of the helix. A laboratory technician tested the helix mechanism and found it was nonfunctional, confirming the clinical observation. Based upon the clinical observations and the laboratory findings, we believe that body fluid and/or tissue inside the helix housing caused the irregularity in helix function. The clinical observations of dislodgement and loss of capture could not be tested by laboratory analysis.

Manufacturer narrative:
(B)(4). This product is currently undergoing analysis. This report will be updated upon its completion.